Event description:
During index procedure an endeavor sprint drug eluting stent was implanted in the rca. Approximately 10 months post index procedure the patient had a cva. The patient was treated with medication in hospital. The patient was not assessed for relatedness to the device. It is reported that the patient is continuing with treatment.

Event description:
Patient suffered stroke approximately 21.5 months post index procedure. The investigator assessed that the event was not related to the device. The patient was treated with medication. No further complications were reported.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure - (cva/stroke). (B)(4).

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure - (cva/stroke). (B)(4).